Event description:
It was reported that the cage broke during insertion. Fragments seemed to be removed from the patient. The procedure was completed using a new cage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.